Event description:
It was reported that a patient presented experiencing inappropriate shock on the patient's implantable cardioverter defibrillator (ICD) due to incorrect interpretation of signal. Corrective programming changes were made. No additional patient consequences or symptoms were reported.